Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges she did not hear the alert of "battery empty" so she did not notice the pump turned off; after a few hours did not feel good and went to the hospital where her blood glucose level was 600 mg/dl. Caller did not state that the error is missing in pump history. Caller was treated at the hospital with corrective boli until the blood glucose dropped. Requested return of the alleged device for evaluation.